Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and label liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: b, e. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent transurethral laser lithotripsy of the renal pelvis (flexo ureteroscope) under general anesthesia during which a foley catheter was indwelled. The patient had a good postoperative recovery and the patient was expected to have the urethral catheter removed and discharged from the hospital. In the process of foley catheter removal the water could not be aspirated from the balloon. It was notified to the head nurse immediately who ordered another aspiration. After multiple aspirations (6 times) 15 ml of water inside the foley catheter balloon was drawn out. Subsequently the foley catheter was removed. The patient did not develop any discomfort and was able to urinate spontaneously.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent transurethral laser lithotripsy of the renal pelvis (flexo ureteroscope) under general anesthesia during which a foley catheter was indwelled. The patient had a good postoperative recovery and the patient was expected to have the urethral catheter removed and discharged from hospital. In the process of foley catheter removal, the water could not be aspirated from the balloon. Notified the head nurse immediately, who ordered another aspiration. After multiple aspirations (6 times), 15 ml of water inside the balloon of the foley catheter was drawn out. Subsequently, the foley catheter was removed. The patient has not developed any discomfort and was able to urinate spontaneously.